Event description:
It was reported that the customer was hospitalized after a heart attack, which was preceded by a bout of diabetic ketoacidosis. His blood glucose was unknown at the time of reporting. He stated that he believed that his infusion set may have been inserted into scar tissue, which could have led to his health issues. No equipment was returned. No additional information was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.